Event description:
It was reported the customer was receiving low predict alarms. The customer stated his blood glucose would be around 380 mg/dl. Customer also stated his insulin pump would go into threshold suspend mode. Customer's blood glucose was 158 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference manufacturer report number: 2032227-2014-47267.